Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty ready-for-use (rfu) indicator board. The rfu indicator board was replaced to resolve the report. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.